Event description:
A customer contacted beckman coulter inc. (Bci) reporting a no foam leak in the unicel dxc 600 pro synchron clinical system. The no foam tubing came off of the y connector fitting. The customer reattached the tubing and it no longer appeared to be leaking. The operator slipped on the wet floor but was not injured.

Manufacturer narrative:
A field service engineer (fse) was on-site (B)(4)2011. Fse found that the y fitting was broken on one connection port and replaced the y fitting and all tubing on the no foam bottle. The instrument was primed 5 times with no further leaking observed. Repair was verified per established procedures.